Event description:
It was reported that following implantable neurostimulator implant, the pt continued to experience lower back pain that radiated his lower extremities and, so he saw a pain management doctor in 2008. After about a year of conservative treatments to control his pain, the pt felt that the injections were helping some, but that his stimulator no longer helped at all. Therefore, he requested removal of the device, since it no longer appeared to be functioning. Troubleshooting was unable to identify any specific area lead fracture. The physician was unable to determine the etiology of the device malfunction. In 2009, the pt had surgery to remove the device. The surgeon did note a large amount of scar tissue and overgrowth bone around the device. Post-operatively, the pt did well enough to be discharged home the next day, in stable condition. Additional info from the user facility report: this is a male with a long history of back problems related to an injury at work in 1998. Past treatment included several back surgeries, plus placement of a spinal cord stimulator in 2004. He continued to have back pain, and so he saw a pain management doctor in 2008. After about a year of conservative treatments to control his pain, the pt felt that the injections were helping some, but that his stimulator no longer helped at all. Therefore, he requested removal of the device, since it no longer appeared to be functioning. In 2009, the pt had surgery to remove the device. The surgeon did note a large amount of scar tissue and overgrown bone around the device. Post-operative, the pt did well enough to be discharged home on the same day, in stable condition.

Manufacturer narrative:
Additional info from the user facility report: medtronic, inc, neurosurgery. Lot: unk. Lay/user patient. Device available for eval? Yes.